Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door harness with bezel assembly due to no power. Replaced air-in-line, front door, membrane frame, sear latch and left iui. Replaced rear case recall completed. A review of the device history record showed the device had a manufacture date of 10/31/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0284 lvp air-in-line. CAPA _00926 lvp door latch. CAPA ca-2013-0494 lvp sear damage . CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
Additional information g4, h3, h6, h10. A review of the device history record showed the device had a manufacture date of 10/31/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.